Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the outer insulation of the lead was extrinsically breached due to a cut. Visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was reported that during the implant procedure, both the atrial and left ventricular (lv) leads were cut. The lv lead was capped and replaced. The atrial lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID (B)(4) implantable cardioverter defibrillator (ICD) implanted: 2009 (B)(6); product ID 419378 implantable pacing lead implanted: 2009 (B)(6); 694758 implantable tachy lead implanted: 2009 (B)(6). (B)(4).